Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 5169298. Product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial:(B)(6); batch: 7071247. Product family: dbs-extension; upn:m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 5177941. Product family: dbs-extension; upn:m365nm3138550; model: nm-3138-55; serial:(B)(6); batch: 5178077.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure due to infection at the lead extension site. The patient experienced a red incision site and was administered antibiotics. The physician could not determine the cause of the infection. The explanted devices were discarded by the medical facility.